Event description:
A low glucose reading issue was reported with the abbott diabetes care (adc) device. The customer received an unspecified low glucose reading on the adc device compared to an unspecified glucose reading obtained on a competitor brand meter meter. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced a loss of consciousness and was unable to self-treat. Emergency services were called and upon their arrival, the customer was transported to a hospital. At the hospital, the customer had contact with a healthcare professional (hcp) who obtained an unspecified hcp meter reading and administered unspecified treatment for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.